Event description:
A customer reported that the usb port of their pump was damaged, resulting in the cord's inability to charge the device. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up assistance from technical support, and no further actions were taken.